Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assary performed on (B)(6) 2022 on direct tested nasopharyngeal samples using flo q swabs. Per the cusomter, the patient performed an unknown at home test that generated a positive result. The first ID now assay generated a negative result. A second ID now assay using a new sample generated a positive result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1064169 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1064169, test base part number 190-430 / lot: 1064169. The lot met the required release specifications. A review of the complaints reported as false positive or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064169 showed that the complaint rates are (B)(4), respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.